Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) revised. Should additional information be received, a supplemental report will be submitted.